Manufacturer narrative:
(B)(4).

Event description:
It was reported that an symptomatic patient presented in clinic for follow up when non sustained oversensing due to post paced t wave oversensing was observed. Programming changes were recommended.